Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a moderately calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the moderately calcified left common femoral artery was attempted using a proglide device with a 6f sheath after a peripheral interventional procedure. Reportedly, a cuff miss occurred. A non- abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. There was no saline visible. The lever had been closed and the foot had been retracted into the guide. The suture was returned partially exposed from the posterior needle slot. The pre-tied knot was still in the anterior needle slot. The posterior needle tip had been ejected from the shank and was still attached to the rail suture. The posterior needle tip was indented. The anterior cuff had been engaged with the anterior needle. The posterior cuff was out of the foot pocket and its tabs were flattened. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue was noted by the manufacture. Further assessment of this issue per site operating procedures is being performed. This issue will continue to be monitored.